Event description:
It was reported that the customer experienced high blood glucose levels, with the exact value unknown but displayed as "high" on both the cgm and bg meter. The customer administered a correction injection and was advised by technical support to update the pump's date and time, inspect various components of the insulin delivery system, and replace supplies as necessary.